Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the strike plate of the device had fractured from the handle. There are impact marks on the strike plate. Additionally the device was submitted for further analysis. Analysis determined the strike plate shows contact marks consistent with use. The failure mode is inconclusive as the weld surface is severely damaged with insufficient remaining discernable fracture surface artifacts. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserter instrument fractured. The fracture did not occur during surgery and no patient impact has been reported as a result of the malfunction.additional information on the reported event is unavailable.